Manufacturer narrative:
UDI: (B)(4). Investigation summary: the device was received and evaluated at the service center. The reported complaint that the device wild not turn on, was confirmed. It was found that the resistance values of the keypad were out of range and that the keypad pcb was corroded. Also the motor shaft was stuck. The motor and the hand control set were replaced, the device was modified, repaired, tested and found to be fully functional. Fluid ingress into the device is the root cause of the corrosion of the keypad pcb and could have damaged the motor causing it to stick and not turn. The defective components of the device would have caused the device to not function as intended as reported by the customer. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 07/08/2020 and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(6) that during an unknown procedure on an unknown date, it was observed that the micro tornado hp w handcontrol device would not turn. During in-house engineering evaluation, it was determined that the keypad pcb on the device was corroded. Another like device was used to complete the procedure without delay. There were no adverse patient consequences reported. No additional information was provided.